Event description:
It was reported that customer experienced issue with pump that was later found to have damaged usb port, with no information available about blood glucose values at time of event. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.